Event description:
Pentax medical became aware of a reportable malfunction on 01-jun-2021 within the emea region. During inspection in the workshop the objective lens was found to be broken involving pentax medical video colonoscope model ec38-i10cf2, serial number (B)(4). The endoscope has been repaired.

Manufacturer narrative:
This device is not distributed in the united states so the 510k number is blank.(B)(4) this complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the objective lens unit broken. Based on the result, we concluded that it was caused due to the physical damage on the lens. Correction information: 30-day follow-up #1. Coding changed based on the investigation result: investigation conclusions. Additional information: correction, additional information, device evaluation. Coding added based on the investigation result: component code. This report is being filed as part of the pentax backlog management plan.